Event description:
It was reported a perforation occurred. The procedure was cancelled. During a pulmonary vein isolation, a versacross connect for faradrive kit was selected for use. The physician was introducing the faradrive sheath with versacross dilator over an amplatz wire. During the insertion, it was noticed on fluoroscopy that the wire had looped back and the sheath was not in the location or trajectory of the vein. The physician pulled the sheath and dilator back and used contrast to visualize a perforation. The patient was stable the entire time and never had any blood pressure drop or heart rate change. Vascular surgery was called and a balloon was placed to seal off the leak. The balloon was removed after some time and the perforation appeared to not be significant. The physician selected to not heparinize the patient after noticing a perforated vein. After the case, it was determined that the tech scrubbing the case had concerns that the versacross dilator would not stay locked in the sheath and was holding the dilator in place allowing the wire to advance with the sheath and dilator. The patient was being held in intensive care unit and was observed overnight and expected to make a full recovery. The patient was still in ICU and has developed a deep vein thrombosis (dvt) at the groin where the sheath was introduced. The dvt is being treated with blood thinners and the perf is being monitored by vascular surgery. The product is not expected to return for analysis (retained by customer). The physician believes that the versacross and sheath technique of moving the sheath, dilator, and wire at the same time was the cause of the issue. The versacross dilator was likely the one that caused the perforation. The tech was proactively holding the dilator and sheath together and advancing the wire at the same time instead of holding the wire as a rail, and the perforation occurred in the femoral vein at the iliac takeoff. The guidewire was in the femoral vein and the right atrium before the sheath and dilator were introduced. The wire was not held as a rail but was advanced as the sheath and dilator were advanced. It was confirmed that the amplatz wire was in the body at the time and not the versacross rf wire. Medwatch form# (B)(4).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.